Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that there was a weak connector for the internal and external lan cables. The connector was replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that there was a bad connector causing issues with the system connecting to the network. It worked sometimes and then suddenly not. No patient was present at the time of the event.